Event description:
It was reported that a regional anesthesia infusor system with patient control module (5.0-7.0-12.0 ml/h) overinfused. This occurred during patient infusion with an unknown pain management drug. The reporter stated that the expected flow rate was 5cc/48hr and the actual flow rate was 5cc/24hr. The patient developed lethargy at the end of the infusion. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.